Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 3.07 volts in the box. The device was not used and will be returned for analysis.